Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter and guidewire were delivered for evaluation and physically investigated. During physical investigation, the guide wire was broken at 123 cm from the tip of it. The catheter was found without any damages. Helix was visible in the window, which leads to the assumption that the helix is not broken. Aspiration test was performed and nominal aspiration level was achieved. The reported guide wire break can be confirmed. Therefore, the investigation is confirmed for the reported guide wire break issue. A clear root cause for these incidents could not be identified but break of the guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2024), g3 h11: d2b (dqx;qew), d4 (unique identifier (UDI) #), h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a thrombectomy and atherectomy procedure, while submerging the catheter in the bowl of saline to prepare, the catheter allegedly cut the wire into two pieces. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a thrombectomy and atherectomy procedure, while submerging the catheter in the bowl of saline to prepare, the catheter allegedly cut the wire into two pieces. There was no patient contact.